Event description:
It was reported that during an thorax procedure, instrument was loaded and fired correctly. Staple line appeared sufficient at first inspection. At second glance however, single completely open and unformed staples were visible. These were removed by the surgeon with a forceps. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Based on intra operative photographic evidence provided, it confirms the event description ¿single completely open and unformed staples were visible¿. No conclusion could be reached based on photo. The device analysis would most likely provide potential root cause.